Manufacturer narrative:
This report is submitted on december 15, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was re-implanted with another cochlear device on (B)(6) 2023.